Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 12/15/2025, an FDA medwatch notification was received via email. A patient reported undergoing a revision biceps tenodesis procedure on (B)(6) 2022, of the right shoulder due to a hospital-acquired surgical site infection. The original tenodesis was reportedly performed sometime in 2022 following injuries sustained in a motor vehicle accident. The patient reported that during the revision procedure, the surgeon removed the original suture attachment, debrided the anchor site, and implanted three non-absorbable suture anchors subpectorally to reattach the remaining tendon. The patient stated that while the surgeon was inserting one of the anchors, the drill bit broke inside the arm, requiring over-drilling of the site to retrieve the broken fragment. According to the patient, the surgeon claimed that all broken pieces were removed. The patient reports ongoing infection issues and persistent pain post-operatively. The patient further reported that a recent outside MRI showed a very small white spot at the location of one of the anchors. Per the patient, the anchors remain in place and are visible on MRI, and the operative report notes the use of 1.6 mm anchors. No further information has been reported. Additional information was received on 29-dec-2025: following the motor-vehicle accident on (B)(6) 2021, the patient underwent a right-shoulder long-head biceps tenodesis procedure on (B)(6) 2022, during which an ar-2323bcc biocomposite swivelock was implanted. Within approximately three weeks, the patient reported increasing pain, fever, sweating, and symptoms suggestive of nerve involvement in the right hand. According to the patient, the treating surgeon provided pain medication but did not evaluate for a potential infection. The patient indicated that an MRI with contrast was performed and reportedly showed abnormal fluid around the original anchor. The patient underwent revision surgery on (B)(6) 2022, during which the swivelock was removed, and three ar-3602 fibertak suture anchors were implanted, per the operative report, which also documents that a drill bit fractured while drilling the subpectoral tunnel, with the fragment retrieved. No additional complications were noted in the operative report. The patient described ongoing symptoms, including constant right-shoulder and arm pain, fever, chills, dizziness, biceps aching, extreme fatigue, unsteady gait, cognitive fog, shortness of breath, and difficulty performing daily activities. Additional concerns reported by the patient include persistently elevated platelet count, white blood cell count, neutrophil count, basophil count, c-reactive protein, and erythrocyte sedimentation rate, as well as significant emotional distress, including depression and post-traumatic stress disorder. The patient described receiving treatment for a methicillin-sensitive staphylococcus aureus (mssa) joint infection following the 2022 revision, including multiple antibiotic regimens such as minocycline, intravenous cephalosporins, and linezolid. After an irrigation and debridement procedure on (B)(6) 2023, cultures from joint aspiration and tissue samples reportedly grew curtibacterium acnes, and the patient underwent four months of doxycycline therapy. The patient also stated that medical care for ongoing symptoms has not been received since on (B)(6) 2023, despite attempts to seek continued evaluation from multiple physicians. Additional information was received on 12-jan-2026: on (B)(6) 2025, the patient had an MRI of the right shoulder. The report's findings were consistent with osteoarthritis. No full-thickness cartilage defect was identified in the glenoid; however, cartilage defects were noted in the superior aspect of the humeral head. A small full-thickness defect in the anterior fibers of the supraspinatus tendon was observed.